Event description:
It was reported that the patient had a conscious change. A computed tomography was performed that showed the patient had intracranial hemorrhage (ich). The family decided to sign the do not resuscitate (dnr) and refused all treatments. The event was not thought to be related to the product as the patient had a history of stroke before implant. The cause of death was determined to be multiorgan failure. There were no alarms from the heartmate (hm) 3 left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Manufacturer narrative:
Section b2: outcome corrected. Section e1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal dysfunction, hepatic dysfunction) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient had no obvious trauma or falls that would cause the intracranial hemorrhage. The international normalized ratio (inr) that was checked after the event was below 2.0 but there was no change in anticoagulation use.